Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, cramp(s) /muscle spasm(s), headache treated with insulin pump (subcutaneous insulin infusion), emergency medical services/ambulance/emergency room visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported blood glucose value of 512 mg/dl. The customer reported bent cannula and presence of air bubbles in the tubing or reservoir. The event involved product(s) mmt-1884, mmt-431a, mmt-7040a, mmt-342. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported champagne size air bubbles which is acceptable. Customer reported bent cannula (not a slight bend/curve). No further patient complications were reported. No product return is required for mmt-1884, mmt-7040a and mmt-342. Mmt-431a was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.